Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue; guide catheter: hyperion. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% restenosis in the mildly tortuous, mildly calcified, proximal left anterior descending coronary artery. The lesion had been previously treated with an unspecified bare metal stent. A 3.5 x 15 mm traveler rx balloon dilatation catheter (bdc) was chosen for pre-dilatation. The bdc was advanced to the lesion with some resistance felt and crossed. Upon the first inflation of the balloon to 10 atmospheres, the balloon ruptured. The bdc was removed from the anatomy with no issues noted. The bdc was replaced with a non-abbott balloon catheter of the same size, which was inflated without issue to complete the pre-dilatation. The procedure was successfully completed using an unspecified drug coated balloon catheter. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.